Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use, the device experienced issues with no o2 doing possible. Complainant did not indicate that there was any patient involvement in the reported malfunction.